Manufacturer narrative:
On april 11, 2023, mentor received additional information. The patient was diagnosed with bilateral breast ptosis in addition to the ruptured right breast implant. As such, an additional file was generated to document the contralateral event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-04705 for the contralateral event. Additionally, the patient was replaced with allergan breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 06, 2023, mentor was notified that the patient was implanted with the suspect medical device on january 22, 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, the mentor analysis lab received the suspect medical device for evaluation. With the return of the device, the identify of the device was provided with the following. Size: 350cc. Brand name: mentor memorygel breast implant. Catalog: 3503501bc. Lot: 6985148. On april 03, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement. Visual analysis of the returned sample revealed that the breast implant was found to have a tear within the juncture patch. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old female patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with ruptured right breast implant. As a result, the patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).